Event description:
It was reported that during a procedure performed on (B)(6) 2015, upon implanting a 7.5 mm x 45 reform polyaxial screw in l4, the tip of the driver broke off and was stuck in the head of the screw. The tip of the driver was left in the head of the screw implanted in the patient. The rod and caps were then placed and the procedure was completed without further issue. No delay to the procedure resulted.

Manufacturer narrative:
Retained foreign object. Tip of driver remains in the head of the screw implanted in the patient. It is important to note that once the rod implant is seated and locked in the tulip of the polyaxial screw, the fractured tip is prevented from dislodging while as long as the rod remains firmly locked in place. Investigation is in process. A follow-up medwatch report will be filed upon completion of investigation.